Event description:
It was reported that during a sigmoidectomy procedure, the clip was not formed properly from the beginning. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Double feed. Eval summary: the analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it fired 5 clips conforming, 1 unformed clip and 2 double feed. In addition, the orange indicator did not show up completely. The device was disassembled and no anomalies were noted with the internal components. A batch record review was performed and no anomalies were found during the manufacturing process.